Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported a fill complication encountered message, which is occurring in fill 1 of 5 with volume filled 686ml of 2200ml. Technical support attempted to troubleshoot with the patient but it was determined to cancel treatment. Once the cassette was removed patient contact said that there was evidence of a fluid leak inside the cassette area of the liberty cycler. The patient was advised to complete treatment with continuous ambulatory peritoneal dialysis and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the fluid leak. The patient was treated with prophylactic antibiotics. Treatment was resumed on the replacement cycler. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."